Event description:
It was reported the pt's ipg was unable to communicate with external devices. A replacement charger was unable to resolve the issue. The pt stated he had not charged his ipg since (B)(6) 2013. The pt plans to meet with his physician and sjm rep at a later date.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.